Event description:
It was reported that during a gastric bypass procedure the surgeon fired the instrument and the clip came out scissored. There was no pt consequence. Another instrument was used to complete the procedure.